Manufacturer narrative:
The customer reported that a patient was administered immediate intervention based on the mx40 ECG output. The customer reported that the easi is seen on the monitor and on the printout of the ECG, however the patient was still rushed to the angiography suite for an intervention. The actual device was not returned for evaluation. However, a philips product support engineer (pse) provided the following: the factory default setting is for standard lead placement/analysis and the selection for easi derived ECG analysis cannot be disabled. Based on our investigation, in these cases the lead configuration setting had been changed to easi lead configuration and was not reset to standard after use. The device was performing to specifications. The device was not received for evaluation and are not expected to be returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient underwent unnecessary treatments when the 12-lead ECG print out was interpreted by doctors as a result of the mx40 ECG being changed to from standard lead placement to easi.